Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non-sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made. The patient was being monitored remotely. The patient was stable.